Event description:
While unit was in use on a pt and the assist standby button was pushed, the unit would display "iab cath alarm." The pt was switched to another unit and therapy was continued. No pt injury was reported.